Event description:
It was reported via clinical affairs that an (B)(6) male patient was approved to undergo an implant of a transcatheter valve in valve procedure due to severe aortic stenosis of the edwards pericardial bioprosthesis valve after an implant duration of approximately 11 years. Transcatheter valve in valve implant was successfully performed, patient stable post operatively.

Manufacturer narrative:
Incident description: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.